Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device could not be interrogated. Premature battery depletion was suspected. Explant of the device was anticipated. The patient was stable and there were no adverse consequences.

Event description:
It was reported that the device was explanted. The patient was stable following the procedure and there were no adverse consequences.